Event description:
It was reported that the patient stated the pump wasn¿t working and never having therapeutic effect. The patient wanted the pump explanted. The physician was switching medication from fentanyl to mso4 and the patient had gone thru withdrawal. The patient was sick and lost 30 lbs. The reason that the patient was dismissed ¿failure to have ic pump refille din a timely fashion may result in life threatening withdrawal symptoms.¿ the patient had really bad anxiety due to the pump the doctor had prescribed 60 mg morphine extended release /2 times day for when the pump alarms. Alarm date was (B)(6) 2012. The patient stated ¿he will be in pain for rest of his life.¿ it was noted that ¿the patient had existing conditions of cauda equine and arachnoiditis.¿ the patient was scheduled pump explanted on (B)(6) 2012 due to patient¿s choice. Morphine sulfate and fentanyl were used in the pump.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).